Manufacturer narrative:
During the investigation, a second company sales representative visited the site and found that in reviewing the facility's implant log, there were two intraocular lens (iol) implant stickers, one on top of the other. The labels are of two lenses of the same model and diopter with the patient last name and date of surgery handwritten on both stickers. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The optic is lightly scratched. There is no visual evidence of the lens being adhered to another lens. The lens dimensions are acceptable using an approved template. The power and resolution are acceptable for a 23.0 diopter. No cracked areas observed. The explant video was reviewed. The lens moved freely and was not adhered to the second iol. After the lens was folded and removed the second lens was visible in the eye. No damage could be observed to the lens that remained in the eye or to the explanted lens (entire lens was not visible). Additional testing was conducted. Like model and diopter lenses were used and the directions for use (dfu) were followed. The following were determined: it is possible to load two lenses in a lens case without damage. All lenses go through a 100% cosmetic inspection. After each lens is inspected it will be placed in a lens case. The optic is gently centered into the well of base with vacuum forceps ensuring that the haptic shanks are pointing approximately at 9 o¿clock and 3 o¿clock when fan is at top or bottom. The lens case lid is immediately placed upon the case and the lens case moved to the inspected area. Due to the yellow color of the lens against the white lens case and the process of inspection/placement, it would be unlikely that a second lens would be loaded on top of an already inspected iol. It is possible to load lenses that are ¿stacked¿ and deliver through an approved cartridge. These lenses were difficult to load and appeared overtly thick. In all cases the haptics separated and were very visible throughout the delivery. High force was needed to advance the lenses. In all cases but one, lens damage was observed. Tip damage was observed in the majority of the cartridges. It would be difficult to proceed with loading and delivery without noticing the thickness of the lens and the multiple haptics. It is possible to load lenses that are side by side and deliver through an approved cartridge. It was very apparent there were two lenses in the cartridge throughout the delivery. High to moderate force was required to advance the lenses. Half of the lenses were delivered damaged (either cracked or broken haptics). Three of the cartridges exhibited only moderate stress and one had a split tip. It would be difficult to proceed with loading and delivery without noticing the dual lenses in the cartridge. The site provided information that two of the same model and diopter lenses from the same lot were pulled for this patient. It was reported that it was not apparent when the records were initially checked because the label of the second lens was placed on top of the first lens label. Based on the information provided, evaluation of the returned lens and the testing conducted, it is unlikely that the returned lens was ¿double¿ loaded into a lens case at the manufacturing site. It is can be reasonably determined based on available evidence that the most likely root cause is an inadvertent use of two lenses at the site. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome of 20 diopters from target. Five days following the implant, the surgeon performed a second surgery to ensure the haptics of the lens were okay and the tilt of the lens was correct. During that second surgery the surgeon reported there was nothing unusual with the lens or with the positioning of the lens. Corneal edema occurred following the second procedure. The patient was referred to a second surgeon who performed another surgery and discovered there were two lenses in the eye. One lens was removed. The lens that remains in the eye has a scratch, which, in the surgeon's opinion would not interfere with the patient's visual field. Current visual acuity (va) is 20/25.